Event description:
A non-delivery of the secondary infusion. The pump had been received in the user facility central supply department with an unsigned note that read "secondary doesn't infuse. Will show that it was infusing, but it was not." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was available.